Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was seen with low battery and high impedance. The patient is being sent for a full revision. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
H3 - code 02: device is currently undergoing product analysis.

Event description:
It was further reported that, per the physician, the patient has not experienced trauma to the site nor has manipulated the site. The suspect device has been received and is undergoing product analysis.

Event description:
It was further reported that the patient underwent a full revision due to the reported high impedance. The suspect device has not been received to date.

Manufacturer narrative:
H2 follow up type, corrected data: supplemental report #2 inadvertently omitted the report type of additional information.

Event description:
The lead suspect device's product analysis is complete. The first returned portion of the lead (401 mm) showed three sets of setscrew marks on the connector pin and canted spring scratches on the connector ring. Abrasions were observed on the connector boot and outer tubing at various areas, likely due to wear. An abraded opening on the outer tubing was seen at 319-324 mm and the ring and pin inner tubes were abraded open. The ring coil was broken at 312 mm and the coil break mate end is at 317 mm. Incisions were made for further inspection and the ring break end is dark and pitted, with the coil break mate end also showing pitting and a stress induced fracture. The pin coil is protruding from the inner tubing and the outer tubing is stretched. Tie down abrasions were seen on the outer silicone tubing in two places and the ends of the inner tubes and coils are cut. Dried bodily fluids were seen inside the inner and outer tubing in some areas, with no obvious path of ingress other than the identified abraded and torn openings and cut ends. Incisions were made for continuity checks and no open circuit conditions were seen. The second returned portion of the lead had organic matter that was removed from the coils and helices and the ends of the inner tubes and coils are cut. Dried body fluids were seen inside the inner tubes in some areas. White deposits were observed on the outer tubing in some areas and is associated with organic processes as a result of implantation and will therefore not be captured. A portion of the anchor helical is noted to be cut off and a portion of the white helical was cut off and not returned. The suture was not returned, and the ribbon is creased and partially detached. The green inner tube is torn open, and the coil is exposed in one area. The green helical is stretched and misshapen, and the ribbon is creased and partially detached. Continuity checks were made from the ring coil to the ribbon, no open circuit condition identified. Incisions were made for continuity checks and no open circuit conditions were seen. The 3rd returned portion of the lead was the cut off portion of the anchor helical. Coils were noted to be stretched, spiraled, and kinked throughout the lead and most likely occurred during manipulation of the lead during the explant process. The condition of the electrodes is also consistent with manipulation during explant. The allegation of ¿fracture of lead(s)¿ was confirmed. During the visual analysis, the ring coil was found to be broken in 1st portion. The ring coil break end was dark and pitted but due to the condition of the coil end, a fracture mechanism could not be ascertained. The ring coil break mate end had some pitting and appeared to be a stress induced fracture. Continuity checks of the returned lead portions were performed during the functional analysis, and no other discontinuities were identified. Other than the abraded openings, and ring coil break, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. Pa worksheet and figures were reviewed and reflects report above. Product analysis was also completed on the non-suspect generator and data dump was reviewed. High impedance values during implant were seen on (B)(6) 2025 (7025 ohms), (B)(6) 2025 (9550 ohms), (B)(6) 2025 (12125 ohms), (B)(6) 2025 (10813 ohms).